Manufacturer narrative:
H10, h2, h3, h6: internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found information related to the deployment slider requiring a return to its most proximal position for t2 deployment to be effective, and causes of pre-deployment of t2. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a knee scope surgery, the fast fix t1 got fired but t2 did not fire. These t's were removed from the patient's anatomy and a smith and nephew back-up device was available to complete the surgery with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.